Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Using a multimeter, fse verified the wash heater¿s temperature was at room temperature; fse replaced the wash heater unit and adjusted the wash heater temperature to 39.0 degree celsius. Fse repaired and validated the analyzer, successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 14aug2022 through aware date 14sep2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (3006) washer temperature low. Description: the wash solution temperature is below the lower limit. Troubleshooting: the wash solution temperature is below the lower limit. . (3003) waiting for temperature. Description: waiting for the temperature to rise. Troubleshooting: wait until the temperature rises to correct temperature. The most probable cause of the reported event was due to the faulty wash heater unit.

Event description:
A customer reported error messages ¿3006 washer temperature low and 3003 waiting for temperature¿ on the aia-360 analyzer. The customer has powered on and off the analyzer and the analyzer has been on for several hours. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.